Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A magnet was applied to the device numerous times while the pacing rate was monitored. Once during magnet application the device remained at the magnet rate although the magnet had been removed, confirming the clinical observation. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings.

Event description:
Additional information was received indicating this device was explanted due to normal battery depletion. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that during the implant procedure, a message appeared noting that the magnet function was disabled. The device was interrogated and it noted a magnet rate of 100ppm. The magnet was programmed off and a rate in the 80's was noted. As a result, it was determined that the magnet switch was stuck. No adverse patient effects were noted.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.